Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. Reported event of interrogation problem and the incorrect model number displayed was confirmed. Device was received with incorrect model number programmed likely due to firmware corruption which was the cause of unable to establish connection with programmer. The cause of firmware corruption occurred after it completed the last step of manufacturing testing. Firmware was reloaded and the analysis performed, including electrical and telemetry testing indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The cause of the corruption was due to wrong offset resulting in the programmer model and serial number to be incorrect. The ¿cannot interrogate¿ dialog displayed by the programmer is expected as the model number was not either 3500 or 4500 for the implantable cardiac monitor (icm).

Event description:
It was reported that the new implantable cardiac monitor was removed from the box and was unable to be interrogate. No patient involvement reported in this event.